Manufacturer narrative:
Product event summary: analysis was able to confirm the customer's stated reason for return of a generated error and further noted that both of the battery wires were pinched and exposed. The wires were incorrectly routed over the battery compartment. It was additionally noted that one case screw was contaminated and that both wires on the liquid crystal display were pinched but not compromised. The electrical and mechanical parts were inspected, all found defective parts were replaced and all other identified issues were resolved and the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator has been returned for service. There was no patient involvement. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer¿s analysis.